Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient believed their ins was reaching its end of life. Their stimulation would run for 40 minutes and then it stopped. They also noticed their programmer did not always respond to the commands even after replacing the batteries. The patient was redirected to their healthcare provider.

Event description:
The patient reported that his device is working fine, but he thinks that his device is worn out. It comes on for one hour or so, but within 35 minutes, the intensity will go down and turn off. The patient stated that the device is old. A couple of months ago, the patient put a new 9v battery in the patient programmer. The patient was able to verify the light for the implantable neurostimulator is on and the 9v light is on. The patient programmer was working as intended at the time of the call. The patient states that he has been having problems with his back as well and that the device does help, but can tell that it is starting to wear out. The patient has pain and always has pain, so nothing new.

Manufacturer narrative:
Continuation of d10: product ID 7435 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.